Manufacturer narrative:
(B)(4). The customer returned five units 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. All five samples were representative samples. The actual sample was not returned. The returned samples were visually examined with and without magnification. Visual examination of the returned connectors revealed that they appear typical. None of the connectors were broken. The reported complaint of "broken/cracked - double swivel connector" could not be confirmed based upon the samples received. Five representative samples were returned. The actual sample was not returned. The returned swivel valve connectors were all intact, showing no signs of being broken. No functional issues were found with the returned representative samples. Corrected data: section b.5.-complaint description updated.

Event description:
After receiving clarification from the customer the event is updated as follows: the double swivel connector was cracked. The customer also reports "there was desaturation but not anything dangerous. It was caught after intubation as the bronchial and tracheal pieces were being connected and then we just grabbed the connects from another tube. I always have back up and other sizes in the room during these procedures.". No patient injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the "double swivel at the y connect" was cracked. The patient condition was reported as "fine", without any patient injury or consequence.